Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem was resetting. Upon evaluation, liquid contamination was found on the battery board and the u13 and d2 components on the bedside board were shorted. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). The components had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 4/16/2013. The root cause of the inability to power on cannot be distinguished between the contamination or u104, u1003 failure. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not power on.